Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The insulin pump was not exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button response was noted on the esc and act buttons due to moisture damage on the keypad trace. Unable to perform the displacement test due to the unresponsive keypad. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.